Manufacturer narrative:
The device was received not deployed. The download data shows that a drive stall occurred during second prime preventing the firing flat of the ratchet gear from lining up with the release bar at the end of second prime. This drive stall resulted in the needle mechanism not deploying. The device was reset. The device was paired with the master pdm but suffered a communication error before the 5u bolus could be initiated. The device was unable to be successfully rerun. Inspection of the drive mechanism found no issues that would result in a drive stall.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy, indicating a failure of the needle mechanism. The pod was not worn, and the blood glucose (bg) levels were unaffected.